Manufacturer narrative:
The customer¿s report of a set leaking was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.011 inches long. Functional testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a new tubing set leaked at the upper fitment after initiating the IV; the leak was possibly due to a hole. There was no patient harm reported.